Event description:
It was reported that the customer received a prime rewind alarm on her insulin pump. Her blood glucose was 180 mg/dl. During troubleshooting, it could be not recalled if the insulin pump was dropped or bumped. The drive support cap was stated to be protruded. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Insulin pump alarmed prime during basic occlusion test due to loose protruded drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).